Manufacturer narrative:
Integra has completed their internal investigation on 12/01/2015 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: complaint is not confirmed - no issues observed. For device i.d# (B)(4). For device # (B)(4) (lot 007)-this device was manufactured on september 30th, 2000. Service history: date of service: (B)(6) 2012 reason for repair: misuse. Date of service: (B)(6) 2005 reason for repair: misuse. Date of service: (B)(6) 2002 reason for repair: routine maintenance. Date of service: (B)(6) 2001 reason for service: lock needs repaired/misuse/complaint. For device # (B)(4) (lot # 009) this device was manufactured on december 31st, 2000. Service history: date of service: (B)(6) 2001 reason for service: other. For device # (B)(4) (lot # 039)this device was manufactured on december 31st, 2003. Service history: date of repair: (B)(6) 2010 reason for service: complaint. No manufacturing or design related trend has been identified. Conclusion: in summary three parts ((B)(4)) were received that were involved in this incident. We were unable to confirm or duplicate the end users experience. The returned items passed all functional testing requirements, however general maintenance is required as the (B)(4) was manufactured in 2003 and last serviced in 2010, the (B)(4) was manufactured in 2000 and last serviced in 2012 and the (B)(4) was manufactured in 2000 and last serviced in 2001.

Event description:
The customer reported that a slippage occurred with no patient injury. Additional information has been requested.